Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During a routine follow-up, noise in the ventricular channel was reportedly observed, with inhibition of ventricular pacing. Preliminary analysis confirmed the reported event and showed that it resulted from a probable lead issue or lead-pacemaker connection issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a routine follow-up, noise in the ventricular channel was reportedly observed, with inhibition of ventricular pacing. Preliminary analysis confirmed the reported event and showed that it resulted from a probable lead issue or lead-pacemaker connection issue.